Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported, "dr h did a poly head exchange on pt. Pt complained of thigh pain. Femoral component was left in pt."